Manufacturer narrative:
The reported complaint of icy catheter issue was not confirmed. No issues or discrepancies were found on the catheter. The catheter performed as intended. The root cause was determined to be an air trap leak on the suk, not on the catheter. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observed blood residue on the balloons, on proximal, distal and medial luered tubings. Functional testing of the returned catheter was performed. All lumens are flushed except proximal luered tubing due to blood clogged. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. The returned catheter was also connected to the returned suk and run on the peristaltic pump for ten minutes. A leak was observed at the air trap's bottom cap.

Manufacturer narrative:
The icy catheter was returned to zoll on (B)(6) 2020 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
After four days, during maintenance phase of 36°c on a patient using ivtm therapy, the user noticed the saline bag was low and air in the tubing. User also observed that the floor was wet. Following this, the saline bag was replaced and re-primed the start-up kit and continued with therapy. After 3 hours during continuation of the maintenance phase of therapy, the user observed an empty saline bag. The user also observed that the condensation tray was full of saline and in the air trap of the ivtm console. Ivtm therapy was discontinued. No consequences or impact to patient. MFR 3010617000-2020-00196 for thermogard console.